Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 303mg/dl, and his blood glucose was treated with manual injections. The caller stated that his insulin pump alarmed. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.